Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during the procedure the light cord was disconnected and placed on the patients left leg. The light cord didn't turn off, and the scrub tech noticed that the drape had a hole and then noticed a quarter inch size burn on the patients left upper leg. Nurse checked the leg and they dressed it.